Manufacturer narrative:
Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID; endurant ii; s/n: unknown; use by date: unknown; upn # unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported that the patient was diagnosed with hematuria and cystitis approximately 3 weeks later. The patient was admitted to hospital and received a blood transfusion and medication and was discharged 2 weeks later. The event has not resolved. Per the sponsor, the event has a possible relationship to the procedure. Per the investigator it is not related to device or procedure. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Additional information received: it was reported that the hemorrhagic cystitis was not resolved at the time the patient expired. The date the patient expired is unknown. The site assessed the hemorrhagic cystitis as not related to the endurant device or procedure. The sponsor assessed the hemorrhagic cystitis as not related to the endurant device and unlikely related to the procedure. It was confirmed that the patient expired on (B)(6) 2019. The death was assessed as not related to device/procedure by site/sponsor/cec. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received; it was reported that the patient had a previous history of bladder neoplasm which was treated with radiation and led to bleeding in the area. It was reported that the sponsor assessed the event as unlikely to be related to the procedure and the investigator assessed the event as not related to device or to procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received: it was clarified that the "transuperal hemostasia" previously noted refers to "transurethral he mostasis". Information references the main component of the system. Other relevant devices are: etlw1620c156ee; (B)(4); use by date: 04-jul-2018; upn # (B)(4) etlw2020c82ee; (B)(4); use by date: 04-jul-2018; upn # (B)(4) etlw1616c156ee; (B)(4);use by date: 04-jul-2018 upn # (B)(4). If information is provided in the future, a supplemental report will be issued.